Manufacturer narrative:
Medtronic received additional information that prior to the explant, the patient reported experiencing unspecified respiratory symptoms, anxiety, and unspecified physical discomfort. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four or five years post implant of this bioprosthetic mitral valve, it was explanted and replaced with a non-medtronic valve. Upon explant, a tear was noted in the leaflet. No additional adverse patient effects were reported.